Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6) the following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the speaker was defective and needed to be replaced. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue multi measurement server x2 hads a speaker malfunction and there was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.